Event description:
The following has been reported: error 51-0001 speaker. Device will not be sent to vial, spare part can be requested. Speaker including flexcord also replaced because faulty. Power supply board defective --> replaced. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.